Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient experienced a skin reaction that consisted of redness, a burned appearance, and a scar at and around the sensor patch adhesive. The patient had itching and burning sensations in the area. Prior to sensor insertion barrier product (skintac) was applied which helped to minimize the reaction. The patient consulted a dermatologist on (B)(6) 2021 about the scars and marks, and topical prescription steroid cream and flonase spray was suggested. The patient does not remember the dosage or frequency of the cream. At the time of the report in (B)(6) 2021, the patient stated the scar was fading and had lightened. No additional patient or event information is available.